Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer received instructions to use multiple daily injections as backup therapy and was informed they would receive a replacement pump with updated software. Technical support confirmed the shipping address and advised the customer on necessary steps, including placing the old pump into storage mode before return. A replacement pump was sent, and the customer agreed to return the faulty pump within 10 days.